Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (3.00mm x 30mm) to a lesion in the lcx with 90% stenosis. Lesion pre-dilation was performed using a sprinter balloons. The endeavor resolute device could not pass the lesion. The device had been inspected prior to use with no issues noted. The physician used a new device (same model) to complete the surgery. The patient is good. The device was returned to the manufacturing facility for evaluation and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the distal tip was deformed. Multiple struts from the 14th proximal stent segment were raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis). Inherent risk of procedure (stent deformation). (B)(4).